Event description:
Pt is diabetic and uses an insulin pen. He was giving himself a shot when the needle broke off into his thigh. Pt went to the hospital on his own. Doctors took x-rays to confirm presence of the needle but were unable to surgically remove the needle. They stitched up the incision site and left the needle in. Pt had 3 subsequent f/u visits with a surgeon as well as an urgent care visit and was released. The surgeon was also unable to retrieve the needle.